Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to use in the patient, that the introducer valve could not be flushed and was obstructed with particles which could not be injected into the patient. There was no patient involvement. It was further reported that there wasn't any visible particles obstructing the flushing. The introducer dilator could be flushed wi thout issue. Additionally, when the dilator was partially inserted into the introducer sheath, fluid did flush through the introducer sheath. It was suspected that there was an issue with the valve itself or the flush port.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was noted it was possible that a portion of the valve had moved enough to obstruct the flush port.